Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported that: "white tabs on glidethru sheath broke off during midline insertion.procedure completed without any difficulties." There was no harm done to the patient and no medical intervention was required.

Manufacturer narrative:
(B)(4). The customer returned one peel away sheath for analysis. Definite signs of use were observed. Visual analysis revealed that the peel away sheath extrusion was separated directly adjacent to one tab. Remains of the extrusion was still within the separated tab. The other tab was intact. Only one half of the extrusion was returned for analysis. The sheath tear at the score line additionally did not appear smooth. The overall length of the sheath measured 2 3/4" which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The outer and inner diameter of the sheath could not be performed due to the condition of the returned sample. Functional inspection could not be performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The customer report of a broken peel away sheath tab was confirmed by visual inspection of the returned sample. The peel away sheath extrusion was separated directly adjacent to one tab and the extrusion did not appear to be torn down the score lines correctly. Based on the customer report and sample received, the root cause of this event is manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported that: "white tabs on glidethru sheath broke off during midline insertion.procedure completed without any difficulties." There was no harm done to the patient and no medical intervention was required.